Event description:
It was reported via repair work order that the lift was stuck in an elevated position due to a damaged cpu and coupler. No adverse consequence or clinically relevant delay in treatment was reported.